Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate.

Event description:
The patient's medical records indicate the medial cortex of the femur fractured proximal to the cerclage wire during distal femoral stem impaction. At this time the distal stem is being reported.

Manufacturer narrative:
The patient's medical records indicate the medial cortex of the femur fractured proximal to the cerclage wire during distal femoral stem impaction. At this time the distal stem is being reported. Doi: (B)(6) 2016. Doe: (B)(6) 2016 (left hip). Examination of the reported device was not possible as it was not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combination was not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.